Event description:
It has been reported to co that during a ptca procedure the zuma guide catheter broke inside the pt. The pt went for surgery for removal of catheter. The pt status is unknown and the device is being returned for analysis.